Event description:
Boston scientific received information that during a routine follow-up procedure, an episode was revealed noise and two instances of impedance measurements greater than 2000 ohms on the right ventricular (rv) lead. There as ventricular fibrillation (vf) episode with no therapy. Additionally, there were non-sustained ventricular tachycardia episodes; however, the rhythm is now stable. Testing was unable to reproduce these episodes. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.